Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported that unknown noise was heard from the inside of the unit. The customer reported that the unit was not in use on patient. The customer returned the unit to the service center for repair. The service technician confirmed the reported phenomenon in the repair center, there was no abnormality observed in the unit. Confirmed the software version is 2.30. No part was replaced.